Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received critical pump error alarm and when customer remove the battery from insulin pump, it was beeping but nothing was on the screen. Customer stated that the insulin pump had blank display. Customer was advised to remove the battery and insert battery alarm did not display on the insulin pump screen. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer was advised to insert new battery and display did not return after insulin pump restart. Customer stated that the insulin pump was not dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up and received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.